Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair with the new transmitter. It was noted that the transmission report showed that the patient has an rf internal error and is not functioning. No intervention was performed. Further information was requested however, was not provided.